Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege that patient experienced pain and suffering; disability; impairment; loss of function, use and range of motion; decreased and poor hip performance; gait disturbance; metallic and other particulate contamination of the blood and body; exacerbation of underlying hip joint disorders; internal scarring; and irritation and injury to the tendons, ligaments, muscles, blood vessels, cartilages, nerves, bones and soft tissues of the hip joint and surrounding areas. Patient has not yet scheduled an explantation of the asr hip implant. Update rec¿d 09/29/2014 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/29/2014.

Event description:
After review of medical records, clinical visit reported failed asr hip pain, discomfort, sore hip, stiff and had heterotopic bone formation confirmed in the ultrasound. Metal ions results were below 7 ppb. Patient is not medically stable for revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.